Manufacturer narrative:
Updated information: d3 MFR fax number added. D9 device return date added. G1 MFR site name, danvers, removed. H6 med dev prob code added a01.

Event description:
An impella cp was inserted via the femoral artery to support a 78 year old male admitted in with the indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage c shock. The patient has a history of known coronary artery disease and coronary artery bypass graft surgery. The pump was placed to the left ventricle but, there were placement signal issues. There was a belief that the pump sensor may have been damaged when traversing through the tavr inside of the savr valve. The signal was not reliable but, the imaging showed the pump to be in appropriate position. The decision was made to leave the pump in place and transfer the patient to the tertiary center. While on transport there was suction/low pump flow. Volume and position were assessed per standard troubleshooting, but there was concern for thrombosis as the patient was not therapeutically anticoagulated. The patient also had signs of hemolysis. The decision was made at the second, tertiary center, to remove the impella cp and escalate to the impella 5.5 and extra corporeal membrane oxygenation (ECMO). While on support the cp functioned as expected, p-6 with 2.6l/min flow with d5w with bicarb in the purge solution. The patient survives on the 5.5 pump and ECMO without any noted harm from the pump removal and replacement. The impella 5.5 will act a as a vent for the primary support device of ECMO. The contribution of the tavr to the placement signal being unreliable, and the subtherapeutic anticoagulation contributing to pump thrombosis and hemolysis are possible. In further communication it was shared that, yes, there was biomaterial at the pump explant. The presumed thrombosis was confirmed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.